Event description:
It was reported the pt is experiencing persistent pain at the ipg site. The physician may be consulted as the next course of action to address the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.